Manufacturer narrative:
Sample analysis: the device involved in the event will not be returned for eval as the coil was implanted in the pt and the delivery pusher was discarded. (B)(4).

Event description:
Coiling treatment was conducted of an aneurysm. It was reported that during coil retraction, the coil prematurely detached within the aneurysm. A portion of coil remnant (approx 1cm) protruded from the aneurysm coil mass. The coil remnant was fixed in position using additional embolization coils successfully. No injury was reported with the pt as a result of the procedure. Pt info - pt identifier is not available.